Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation, the charger was found to be unable to charge a battery pack. The cause for the failure was contamination on the battery pca and a shorted d2 diode on the bedside pca. The damage to the diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
During the investigation of a patient's battery charger for an unrelated reason, a reportable malfunction was found.